Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient has seen their healthcare provider 3 times. The patient was unsure of the circumstances that led up to the sudden loss of therapy. All of the sudden the patient's "meetor" was not working. The patient stated that it was a weekend and their healthcare provider's office was not opened. They also noted that they did know who to call about their sudden loss of therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient has experienced a loss or change of therapy. The patient has been wetting her clothes 5-6 times per day since yesterday (B)(6) 2016. The change in therapy/symptoms was noted as sudden. The patient reported poor communication with and without antenna on programmer since today (B)(6) 2016. The patient would not interrogate. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. . A follow-up report will be sent if additional information becomes available.